Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (concentration and dose unknown by reporter) via an implanted pump. The indication for pump use was reported as non-malignant pain. On (B)(6) 2016 it was reported that the patient experienced an overdose. The event date was reported as (B)(6) 2015. The patient was admitted to the hospital and spent 2 days in the ICU (intensive care unit). They placed a magnet over the pump to stop delivery. The patient had symptoms of overdose, drowsiness, and was sleepy. The symptoms had come on gradually. Someone came to the hospital "to program/do something to the pump" so they wouldn't have to use a magnet. As of (B)(6) 2016, the situation was resolved. Per the patient's wife, the pump dose was supposed to be decreased prior to the overdose event, but it was increased. The programmer serial number, the diagnostics performed related to the event, the cause of the event, and the actions/interventions taken to resolve the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.